Manufacturer narrative:
Eval results: visual inspection of the injector showed the failures in the plunger rod could only be produced when the rod was: (1) pre-bent before loading into the injector, or (2) forced against a solid stop such as the back end of the loading holder or a tabletop while advancing the injector plunger. No similar complaints were found in the work order search.

Event description:
A collamer lens model cc4204bf was stuck in the cartridge prior to implantation. It was indicated by the facility that the lens would not advance through the delivery system. The facility stated the foam tip plunger was curled and bent inside the injector. Additionally, the facility believes there was an injector malfunction. The lens was not implanted and there was no pt injury.